Event description:
Customer called to report that blood and diluent were leaking at the right side of the coulter lh750 hematology analyzer slidemaker, near the pinch valve (pv) area. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) contacted customer via telephone. Customer stated that the leak was from multiple tubings, in the diluter area, that had been split or punctured by the pinch valves. Customer changed the tubing to address the issue. The fse confirmed with customer that changing the tubing sufficiently resolved the instrument issue. The cause of the leak was multiple split or punctured pv tubings. The location of the damaged tubing is unknown. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).